Event description:
It was reported that post implant, myopotential oversensing was observed. No patient symptoms were reported. Programming changes were made and resolved the oversensing. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)